Event description:
Procedure performed: cholecystectomy. Event description: the surgeon tried to clamp the duct and the cystic artery. So he loaded and clipped the tissues several times by activating the handle. Some clips did not load in the jaws (as a problem which led to the withdrawal of certain batches at the beginning of march) but more seriously, certain clips installed did not hold, probably due to insufficient closure. Some clipped tissues were thin. The use of another device was necessary to have enough clips to hold. Additional information received by applied medical rep via email 10-apr-2024: the trigger squeezed was ¿plastic to plastic. The surgeon well skeletonized the vessel prior to using the clip applier, but the clip did not hold on a small bound of tissue. Surgeon did not use the clip applier to skeletonize tissue, they used a monopolar hook and scissors to skeletonize tissue. Apex end did not close. Trocar kii 5 mm advanced fixation was used. Some clips did not load despite pressing the trigger. No pressure applied to the trigger while moving through the trocar. No clip loaded into the jaws prior to the device¿s insertion/removal through the trocar. No clip manually removed as a loaded clip, leaving the feeder exposed. Patient status: no impact for the patient at this time. Intervention: the use of another device was necessary to have enough clips to hold.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as all clips loaded properly into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: the surgeon tried to clamp the duct and the cystic artery. So he loaded and clipped the tissues several times by activating the handle.some clips did not load in the jaws (as a problem which led to the withdrawal of certain batches at the beginning of march) but more seriously, certain clips installed did not hold, probably due to insufficient closure. Some clipped tissus were thin.the use of another device was necessary to have enough clips to hold. Additional information received by applied medical rep via email 10-apr-24: the trigger squeezed was ¿plastic to plastic. The surgeon well skeletonized the vessel prior to using the clip applier, but the clip did not hold on a small bound of tissue. Surgeon did not use the clip applier to skeletonize tissue, they used a monopolar hook and scissors to skeletonize tissue. Apex end did not close. Trocar kii 5 mm advanced fixation was used. Some clips did not load despite pressing the trigger. No pressure applied to the trigger while moving through the trocar. No clip loaded into the jaws prior to the device¿s insertion/removal through the trocar. No clip manually removed as a loaded clip, leaving the feeder exposed. Patient status: no impact for the patient at this time. Intervention: the use of another device was necessary to have enough clips to hold.